Event description:
It was reported that the automated peritoneal dialysis set accidentally disconnected from the transfer set during therapy on a homechoice (hc) machine. The caregiver (cg) stated that they had already ended therapy. The technical service representative (tsr) advised the cg to contact the registered nurse (rn) for further instructions. During follow up with the rn, it was reported that there was no issue with the transfer set and that the home patient (hp) has been able to continue therapy with no issues. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.